Event description:
It was reported that a break had occurred. While the physician was advancing a 2.5 x 20 nc emerge balloon catheter into the guide catheter when the shaft separated into two pieces. The balloon was still in the guide and was able to be removed with no harm to the patient. A new balloon was opened and the case was completed successfully.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 45.1cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded and had contrast and blood in the folds.

Event description:
It was reported that a break had occurred. While the physician was advancing a 2.5 x 20 nc emerge balloon catheter into the guide catheter when the shaft separated into two pieces. The balloon was still in the guide and was able to be removed with no harm to the patient. A new balloon was opened and the case was completed successfully.